Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that a button has come off the device. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement.

Manufacturer narrative:
Customer requested that the device be returned unrepaired. All part orders cancelled and the device was labeled not ready for use. The device was returned to the customer site on (B)(4) 2017.